Event description:
Physician reported " new incidents of patients that carry allergan prosthesis". Physician later reported "increased ganglion, intracapsular rupture and cysts ( not device related)" and "bilateral 5mm nodules". This relates to the right side. Device has been explanted, replaced with non-allergan.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as fold flaw opening and missing piece of shell assessed as inconclusive. Lump/nodule: unable to observe as it is not related to the device. Cyst-ndr: unable to observe as it is not related to the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Physician reported " new incidents of patients that carry allergan prosthesis". Physician later reported "increased ganglion, intracapsular rupture and cysts ( not device related)" and "bilateral 5mm nodules". This relates to the right side. Device has been explanted, replaced with non-allergan.

Manufacturer narrative:
Continued e1 first name: (B)(6). Continued h6 (health effect impact code): f2203 imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.